Event description:
An optometrist reported a case of trace diffuse lamellar keratitis, observed superiorly on the left eye at one day post lasik treatment. Reporter indicated the topical steroid dosage was increased. Patient noted the eye was scratchy. Upon additional follow up, reporter indicated the patient issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).